Manufacturer narrative:
Please note the correction for reference report number 3010215456-2016-02455. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
Final analysis found multiple bits flipped which resulted in a high current drain.